Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the battery compartment and lens are damaged, the downstream occlusion (dso) seal is degraded, and there is an air bubble on the seal. No issues were found in the event history log. Functional testing was able to duplicate the reported error and red screen. Service history identified the complaint was not related to the previous service of the device within the review period. The investigation determined that the pump's dso sensor was degraded, and the main board was defective. The main board, battery compartment, dso sensor, lens, and lens gasket were all replaced.

Event description:
It was reported that the device has code 42225 plus a red screen. There was unknown patient involvement. No patient harm/adverse event was reported.